Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages after filling the cartridge with 250 units of insulin. The customer's blood glucose level was 130 mg/dl. During troubleshooting with tandem technical support, the customer filled a new cartridge with 250 units of insulin and was able to load the cartridge successfully with an accurate fill estimate.